Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
D6b: explant date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention and had her system explanted in (B)(6) 2024. The infection is now resolved,

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has an infection at the ipg site and the ipg is exposed through part of their skin. The patient is also currently on antibiotics. Surgical intervention may be pending to address this issue.